Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system and valiant stent graft system were used in the endovascular treatment of a patient for an unknown size thoracic aortic aneurysm. It was reported that three days later, a dissection was noted in the right external iliac artery. It was reported that the dissection had a causal relationship to the procedure and was related to a 20fr sentrant sheath that was used during the procedure. A further endovascular procedure was performed to resolve the event. No additional clinical sequelae were reported and the patient is fine.